Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter technical services(bts) regarding assistance with a system error 2240 alarm during the initial drain on the homechoice machine(hc). The caregiver(cg) stated the home patient(hp) connected during the initial drain. The technical service representative(tsr) explained the proper setup procedures. The tsr assisted the home patient(hp) to cycle power off and on to clear the alarm. System error 2367 alarm occurred. The tsr assisted the hp to cycle power again to clear the alarm. The tsr assisted the cg to remove the set. The tsr advised the cg to start over with new supplies. The cg was contacted on (B)(6) 2012. The cg stated this was an isolated event. The cg stated the hp did not develop any adverse reactions or need any medical intervention. The cg stated the hp is currently performing therapy without any complications. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed. The root cause was identified to be use error from the patient initiating therapy prior to connection. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through CAPA.